Event description:
Reporter stated that the surgeon inserted a cc4204bf collamer single piece intraocular lens into the pt's eye and the lens was noted to have a small tear in it. The surgeon removed the lens without any pt injury.